Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted following a review of this complaint file. MDR correction report scheduled to update the report to a malfunction. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of 'distal needle breakage'. No adverse effects to the patient have been confirmed and no part of the needle broke inside the patient. "Customer explained fracture means the needle is broken but not completely detached from device which means no device part need to be removed from patient."

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the needle bent and with crack at 2cm from tip once needle advanced out of sheath under endoscopic view. User didn't continue using the needle to do biopsy, and retracted the needle into sheath and retracted from endoscope. User then checked the needle by advancing the needle completely out of sheath, and retracted the needle afterward while found out there is resistance retracting the needle. User then changed to echo-hd-22-ebus-p device to complete the biopsy. Patient currently diagnosis with aids and syphilis, and the device will not returned for investigation and discard by hospital. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Updated on 23jan2024 (B)(6) 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: _____________________ 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Lung. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 4l b. 2r 2l 4r ao ar 11ri 11s 4l 7. Please describe the size of the intended target site. 1*1.5cm 1*1.5cm 8. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure echo-hd-22-ebus-p 9. Was the device used in a tortuous position? Yes 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging?no. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Pentax ultrasound endoscope pentax 15. Was force required on insertion of device into scope? Yes 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement 17. Was difficulty experienced while retracting the needle? Slightly 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Yes 20. Was gaining access to the targeted site difficult? Yes 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? No. 24. How many biopsies/passes were obtained with use of this needle? None 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07-jun-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation the device evaluation could not be completed as the device was not returned for evaluation. Through the investigation it was established that the needle broke but did not completely detach from the device and no device part had to be removed from the patient. A photo was also shared of the distal needle break. Manufacturing records prior to distribution, all echo-hd-22-ebus-p devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c2012053 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060) image review an image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to a combination of tortuous anatomy and device being used in a flexed or twisted position as per additional information resulting in the distal tip of the needle to break. Another possible root cause could be attributed to difficult access to target site as per additional information. Summary complaint is confirmed based on customer and/or rep testimony and photo provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.